Event description:
A malfunction alarm with code malf 0 was reported, and fault ID 0-0x2455 was available. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted in resetting the pump, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappear.